Event description:
A report was received stating a leak was observed in a tracheostomy tube. Though requested, no additional information was obtained from the reporter. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). There was no lot number reported therefore no device history review will be performed.